Event description:
An "arh solutions 2 head 20mm, right" failure was reported by duke regional hospital for a post operative loose implant. The index surgery was performed on (B)(6) 2024. Requests for additional information have been made. If/when additional information is received a follow-up MDR will be submitted. No other adverse patient consequences were reported. This report is related to report number 3025141-2025-00082 for the "arh solutions 2 head 20mm, right" involved in this event.

Manufacturer narrative:
The reported 8.0mm x 0.0mm stem was not returned for evaluation. However, manufacturing and inspection records were reviewed, and no anomalies were found for the 8.0mm x 0.0mm stem (part number tr-s0800-s, batch numbers 599299). Based on the information received, the root cause could not be determined.